Event description:
A caller reported that the cartridge was not fitting properly on the pump, with the issue described as the cartridge not fully snapping into the pump. There was no adverse impact to the customer's blood glucose level. The caller received instructions from technical support to remove the case from the pump, inspect the pump and pneumatic tap area, remove the o-ring, and clean the pneumatic tap area. After confirming no housing damage and ensuring the cartridge was undamaged, the caller successfully reloaded the original cartridge and resumed insulin therapy.